Manufacturer narrative:
The reported event was unable to implant. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the left ventricle lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.